Manufacturer narrative:
The insulin pump was received with no button response due to flattened b, escape, act, down and up buttons dome switches also, unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The lcd connector was inspected and no unlocked connector noted. Pump passed stop current test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported via phone call that the buttons were unresponsive. The caller stated that the customer was having high blood glucose of 532 mg/dl at the time of call. The caller stated that the customer treated the high blood glucose with manual injection. The caller stated that the customer had a kinked cannula. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.